Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. A pump was used for the irrigation of the sheath with a flow rate of 30ml per hour. During the insertion of a farawave catheter, a large air was observed in the flush port while checking for backflow. A blood leak was also noted from the sheath valve with a constant flow of fluid. Additionally, air was observed within the sheath upon removal of the dilator. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient. The sheath is not expected to be returned as it was disposed in the facility.